Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a broad central jet, restricted posterior leaflet, and dilated atrium on a patient with high surgical risk. A mitraclip xtw (21229r1076) was implanted at a2/p2, but following deployment, the clip had rotated 1 hour clockwise and was no longer perpendicular to the line of coaptation. The mr was at grade 2. To further reduce the mr, a mitraclip xt (30112r1096) was placed medially to the first clip, but due to the rotation of the first clip, it was very difficult to align and grasp in a good position. After the first grasping attempt, the anterior leaflet tore, and the mr increased torrentially. After several grasping attempts, the clip became entangled in the chords. After becoming entangled in the chordae, extreme movements of the clip delivery system (cds) were made to free the clip from the chordae. Three attempts were made to free the clip, and the clip was able to be freed. Therefore, the clip was not implanted and was removed from the patient. The mr was grade returned to 4+. The procedure was discontinued, and the patient was referred for a mitral valve replacement (mvp) due to damage resulting from the entanglement of the xt clip. The mvp occurred on the same day, but unfortunately, the patient was not able to recover from the surgical procedure and passed away after his surgery in the operating room (or). In the physician's opinion, the patient's death was due to the patient was not able to recover after surgery from being connected to an external circulatory system, mostly due to right ventricular failure. No additional information was provided.